Event description:
New information notes that on (B)(4) 2014, the lead exhibited noise. The lead was capped and replaced.

Event description:
It was reported that the patient presented to the clinic experiencing syncope. The patient had an underlying heart rate of 34 beats per minute. The physician decided to program the device to voo mode and monitor the patient, a lead revision would be considered. All lead electrical values were within normal range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.